Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional, "attorney". (B)(4).

Event description:
Medical records received 17 june 2019 and were reviewed 18 september 2019 for MDR reportability. On (B)(6) 2015, the patient underwent total left knee arthroplasty due to osteoarthritis and pain. It was noted the patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2017, the patient underwent stage 1 of a 2-stage left knee revision with spacer, due to patellar clunk syndrome, infection, swelling, and pain. The surgeon reported in his preoperative notes, the patient had a gram-positive blood culture on (B)(6) 2017. He indicated necrosis of the medial posterior condyle with lytic membrane suggesting chronic infection. The surgeon reported the femoral component was well fixed. He noted the tibial component was not well-fixed, he did not specify the interface involved. Both the femoral and tibial components were revised. The surgeon noted the patella was exposed and inspected. It was removed with an oscillation saw and a burr to remove the pegs. The remainder of any cement was rongeured away. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2015. Dor: (B)(6) 2017, (lt knee).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.